Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 500 mg/dl after he manually inserted his infusion set. The patient did not feel well. He discovered a bent infusion set cannula. The customer was not home at the time of call and he could not change his set. The insulin pump was not returned for analysis.